Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number al8688, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 unable to investigate further. Additional h3 investigation summary: visual analysis of the returned product revealed that the only components returned were one sample product code ez10 with the folder. Foil was not retuned for evaluation. The product is endoloop and the strand was intact into the folder. The scored point was noted intact and the knot was configured correctly and conform to the visual standard. A functional test was performed to sample and the knot is closed until the end without problems. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The foil packet was not received for evaluation and no conclusion could be reached as to what caused the reported. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Visual analysis of the returned product revealed that the only components returned were one sample product code ez10 with the folder. Foil was not retuned for evaluation. The product is endoloop and the strand was intact into the folder. The scored point was noted intact and the knot was configured correctly and conform to the visual standard. A functional test was performed to sample and the knot is closed until the end without problems. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The foil packet was not received for evaluation and no conclusion could be reached as to what caused the reported. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: the product was not used on the patient, as they found the tears in the outer layers before use.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the outer case that the package arrived in damaged? No. Do you have any photos of the damage package? No. What portion of the package was damaged? (Describe the damaged?) There were multiple holes in the foil wrapper. Where did you receive the product from (ethicon, distributor, etc.)? Distributor was the device seal on the foil still intact? Yes. Procedure name and date? Lap chole - (B)(6) lot number? Al8688 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the issue noted prior to use on the patient? Were there any adverse patient consequences? Note: events reported in 2210968-2021-05720 and 2210968-2021-05721.

Event description:
It was reported that a patient underwent a lap cholecystectomy on (B)(6) 2021 and suture was used. During the procedure, it was noted that the product was non sterile with holes in the tin foil top. There were no adverse patient consequences reported. Additional information has been requested.